Event description:
The customer reported to baxter (B)(4) one (1) one-link needle free ivconnector, that had a sluggish return and a decrease in flow of the blood during patient use. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.a batch review cannot be performed since there was no lot number provided. A labeling review was performed and it was noted that the direction insert was found to be sufficient in providing information concerning luer connections prior to use.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.